Manufacturer narrative:
The initial MDR 2247117-2017-00047 was filed on april 7, 2017. Additional information (06/27/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument service history and determined that there were no similar incidents after this event. When the customer initially contacted siemens, the customer stated that short samples may have inadvertently been loaded onto the versacell instead of being directly placed on the instrument for sampling. The cause of the discordant results on four patient samples delivered to a dimension instrument from the versacell automation system is unknown. This system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in at the time of the event. The customer stated no errors were found in the error log of the instrument. Siemens is investigating the event.

Event description:
Discordant sodium and chloride results were obtained on four patient samples, on an versacell x3 sample management system. The customer repeated the same samples by front loading the samples in their dimension instrument. The repeated samples resulted within the expected clinical range. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, sodium and chloride results.